Manufacturer narrative:
Analysis not required. Unable to perform pre-fill, due to transfer guard not return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 107 mg/dl. The customer reported seeing air bubbles at the top of the reservoir of the insulin pump. Troubleshooting was done. No additional information was provided.